Event description:
It was reported that the patient was experiencing bradycardia, and device testing revealed loss of capture in the right ventricular (rv) lead. Subsequently, the patient underwent a revision procedure, but repositioning the rv lead did not improve capture. During the same procedure, the health care professional (hcp) decided to replace the rv lead was a new lead of the same model. The new rv lead was placed and captured successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient was experiencing bradycardia, and device testing revealed loss of capture in the right ventricular (rv) lead. Subsequently, the patient underwent a revision procedure, but repositioning the rv lead did not improve capture. During the same procedure, the health care professional (hcp) decided to replace the rv lead was a new lead of the same model. The new rv lead was placed and captured successfully. No additional adverse patient effects were reported.